Event description:
Additional information was received that the patient was hospitalized for heart failure. The patient had a computed tomography (CT) for potential transcatheter aortic valve (tav) in tav but has been too sick to have echocardiogram or other investigation performed to determine mechanism of failure.

Manufacturer narrative:
Updated data: b1 b2 b5 d4 d6a h1 h2 h4. Additional codes regulatory report 9617601-2025-02708 was identified as a duplicate to this regulatory report. Additional information will be provided with this regulatory report #9617601-2025-02704. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 3 years 10 months following the implant of this transcatheter bioprosthetic valve, an unspecified valve failure occurred and not treatment was reported.